Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp. (This follow-up MDR was mailed to the FDA on 1/13/98).

Event description:
The iab leaked and the iab was removed. (Multiple event to initial customer complaint number 97-00556). On 12/19/97, datascope was notified that the iab was discarded and would not be returned for eval. [Event complications]: unk-reported 5/21/97. [Pt's current status]: unk-rpt'd 5/21/97.